Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was provided and evaluated. The photo shows a single spiros connected to a syringe. Fluid droplets on the spiros housing can be seen however, the exact source of the fluid is unclear. The device history review for lot number 4428875 was reviewed. Ncmr events related to the poppet and o-ring post subassemblies that may have contributed to the reported complaint were identified. The cavity ID of the subassemblies for the leaking spiros in the photograph are unknown. The reported complaint of leaking can be confirmed however, a probable cause cannot be determined without the return of the sample.

Event description:
The customer reported on the oncology unit, the nurse observed that the 5fu infusers were soaked although the line was secured with a spiros device to avoid leaks and cytotoxic contact. The problem was noted before installation, however the infuser was connected since the patient needed the treatment. No clinical consequences on the patient.